Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated and a few defects were noted: the distal end insulation value of resistance was out of specification, the bending section rubber was peeling, and the degrees of angulation were out of specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, it is possible the insulation failure at distal end was the cause of the suggested event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and six (6) colony forming units (cfus) were found. The scope tested positive for coagulase-negative staphylococci and an unknown gram-positive bacteria. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the user facility cleans the scopes using anios clean excel d. The user facility utilizes wassenburg¿s wd440 adaptascope for automatic endoscope reprocessing, along with wassenburg endohigh detergent and wassenburg endohigh paa (disinfectant). Wassenburg provides the user facility with maintenance services. The user facility stores the scopes inside a typhoon cabinet. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for 25 colony forming units (cfus) for coagulase-negative staphylococci and bacillus sp on the water jet channel and one (1) cfu for coagulase-negative staphylococci on an unspecified channel location during routine testing of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.